Event description:
It was reported there were telemetry issues with the implantable neurostimulator (ins). It was reported that an antenna locate was performed and resulted in a power on reset (por) being displayed on the implantable neurostimulator recharger (insr) which then lead to the normal recharging screen. It was further reported the caller was unable to communicate using the clinician programmer and patient programmer or insr. It was noted the last charging session was in (B)(6) of 2013 and the patient has not felt stimulation "since christmas". It was noted the caller performed another antenna locate which lead to seeing the por and all 8 coupling bars. Additional information received reported the patient is not out of power on reset (por). It was noted the patient has not shown up for their last two appointments.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).